Manufacturer narrative:
The returned device was evaluated and the inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was stretched measuring 1.183 inches. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in fluid leaking from the pod or failure to deliver insulin. Inspection of the phb data showed no evidence of issues with insulin delivery.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. In addition the patient reports having leaking from the pod during wear. As treatment, the patient applied a new pod.